Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc freestyle libre 2 reader. A customer the reader does not turn on with the button pressed or with the test strips inserted. The customer experienced a loss of consciousness and had contact with a healthcare professional who obtained an unspecified blood glucose reading. The customer was diagnosed with hyperglycemia and provided unspecified ¿pills for sugar¿ and "normal medications" as treatment from the hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section d4 (serial no) has been updated to (B)(6) from(B)(6) as the previously submitted information was deemed invalid.

Event description:
A battery/no power issue was reported with the adc freestyle libre 2 reader. A customer the reader does not turn on with the button pressed or with the test strips inserted. The customer experienced a loss of consciousness and had contact with a healthcare professional who obtained an unspecified blood glucose reading. The customer was diagnosed with hyperglycemia and provided unspecified ¿pills for sugar¿ and "normal medications" as treatment from the hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.